Manufacturer narrative:
Patient identifier and weight not made available from the site. On (B)(6) 2016 a medtronic representative, following-up at the site, reported that initially the imaging system became unresponsive in it¿s start-up cycle, the pendant was unresponsive and the o was not able to be opened. A system re-boot restored normal function. We then performed a successful spin, and navigated implants without incident. Ran a successful confirmation spin, however, when going to the mvs to scroll thru and review the images with the surgeon, it became unresponsive. A system re-boot restored normal function and images were reviewed. A subsequent procedure was completed with no issues. On 05/04/2016 a second medtronic representative,reviewed system logs and noted no major errors. The imaging system was on for 2.5 hours with no input, then became unresponsive. Re-booting the imaging system resolved the issue. Recommendation made to the site to re-boot the mobile view station (mvs) and imaging system together. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a l4-5 tlif spine procedure, the site's imaging system mobile view station (mvs) unexpectedly became unresponsive when taking a 3d spin. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon completed the procedure with the use of the imaging system and navigation. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
(B)(6).